Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of company charging cable and wall adapter with working outlet, and technical support instructed customer to leave wall adapter plugged into known working outlet for at least 30 minutes and planned to follow up, with no additional outcome information received.